Event description:
It was reported that a smof lipid infusion leaked from the tubing where it connects to the non-bd needless connector. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak at the connection to another set was not confirmed. No obvious damages or issues were identified by visual inspection with any of the components of the received samples. Functional and pressure testing was performed; no leaks or any issues were observed. The root cause of the reported leak at the connection to another set was not identified.

Manufacturer narrative:
Post market surveillance for med consumables, department assistant. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer report that the smof lipid leaked from the tubing where it connects to the nonbd connector. There was no patient harm.